Event description:
It was reported that the patient had an infected triathlon total knee and surgeon revised the poly.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown poly. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as no items were returned as per hospital policy. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot and sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, x-rays, operative notes and patient history are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that the patient had an infected triathlon total knee and surgeon revised the poly.